Manufacturer narrative:
Product event summary: the mapping catheter, 990063-020 with lot number 214097159 was returned and analyzed. Visual inspection of the mapping catheter showed the loop was kinked, ribbed and twisted. The mapping catheter was connected to the diagnostic computer and channel pairs were not displaying any noise. Movement and deflection of the catheter distal to the lemo connector did not induce any interference noise. In conclusion, the mapping catheter failed the returned product inspection due to the loop damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter did not pick up an electrical signal around the lungs. The mapping catheter was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event. The mapping catheter subsequently tested out of specification per the manufacturer's investigation.